Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital will not release.

Event description:
Patient was brought to o.r. For thr revision. Possible infection, possible aseptic loosening of cup. Aseptic loosening was confirmed. Screw, cup, liner and head were removed. A 66mm tritanium cup and h 36 x10mm liner were implanted during revision. Revision surgery went as planned.

Manufacturer narrative:
An event regarding aseptic loosening involving a tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. The event was possible infection, but then was confirmed that it is a case of aseptic loosening. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient was brought to or for thr revision. Possible infection, possible aseptic loosening of cup. Aseptic loosening was confirmed. Screw, cup, liner and head were removed. A 66mm tritanium cup and h 36 x10mm liner were implanted during revision. Revision surgery went as planned.